Manufacturer narrative:
The suspect device was returned for evaluation. The device was visually examined. The complaint is confirmed. The root cause is attributed to the manufacturing process. A review of the complaint database was performed and no similar complaints for this lot number were found. A review of the device history record was performed and no exception documents were found for this lot number.

Event description:
During investigation of returned product a foreign object was found to be inside the fluid path of the non-sterile hemostasis valve. The device was not sent to a user facility.